Event description:
Hill-rom tech stated after he runs the bed into chair and let go of the button the bed has a unintentional movement and the bed runs to flat position. The bed shop when he found the problem, no injury reported. Replaced the left side cargiver board to resolve this issue.